Event description:
Customer reported receiving a reading of 89 mg/dl on his freestyle freedom lite blood glucose meter and self-administered 32 units of novolog insulin. He further reported eating a lite breakfast and then lost consciousness. Paramedics were called and they transported customer to a local hospital. Customer did not receive a diagnosis nor any treatment. It is unknown if either the paramedics or the hospital received any readings. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: a follow-up call to the customer to obtain further information, revealed the customer did not think the readings he was receiving were accurate.